Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and a battery out limit. The customer¿s blood glucose was 150 mg/dl at the time of incident. Customer stated that the insulin pump would not rewind and had a button error and a battery out limit alarm. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported to have experienced a high blood glucose of 300 mg/dl to 500 mg/dl while off insulin pump therapy. Customer stated that she was off the insulin pump for a month. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.